Event description:
The catheter was used for one successful deployment of a valve. It was then noted that one of the sizing wings was missing. The wing was found in the fluid container. The procedure continued with a new catheter.